Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple cubie pocket lids failed to open and could not be recovered. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple cubie pocket lids did not open. A field service engineer (fse) found that no power on one of the light emitting diodes (led) lights. Rear module and printed circuit board assembly (pcba) drawer board were swapped with no resolution. Fse retrieved additional parts and replaced the retractor band, but power was still not restored. Upon further inspection, a liquid spill was found in one of the trays. The affected tray was removed, and the drawer was thoroughly cleaned. After restarting the station, the drawer was reconfigured and most failures were recovered, except for two pockets. Debris and liquid residue were cleaned, connections were reseated, and pyxibus cables were secured. Fse replaced the full height cubie tray and tested it in hardware test application. Registered pharmacist recovered and tested both pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple cubie pocket lids failed to open and could not be recovered. However, there were no delays or adverse events or injuries reported based on this event.